Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working. A replacement surgery was performed and the ipp device was explanted. The patient's tissues would not allow for implantation of a new ipp device. The surgeon decided to implant a tactra penile prosthesis device while waiting to let the patient heal. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of tissue damage was defined as a known risk in the ams 700 hazard analysis documentation. Based on the information available, the reported device performance allegation cannot be confirmed; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer working. A replacement surgery was performed and the ipp device was explanted. The patient's tissue was not in very good condition to allow a new ipp due to the overall health of the patient. The tissue damage was located in the corpora cavernosa. As a result, the surgeon decided to implant a malleable penile prosthesis device instead of an ipp while waiting for the patient to heal. There were no further patient complications.